Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 404 mg/dl and 116 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer's sister reported that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was also stated that the customer had a urinary tract infection. Nothing further was reported.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0817725 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.